Event description:
A thoracoscopy was being performed. The surgeon requested a stapler to remove a section of the lung. The stapler would not release the tissue. Surgery had to be converted to open thoracotomy.